Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that when she press lower arrow during setting bolus was not working. Customer does not recall any significant events leading to the keypad issues. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioning properly. However, the insulin pump had corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.